Manufacturer narrative:
The investigation could not determine a specific root cause. Calibration and quality controls were within specification. No reagent issues were identified. Instrument performance checks were performed and no instrument issues were evident. Based upon the information provided, pre-analytical conditions were a possible cause as the customer was using a sample centrifugation time that was too short.

Event description:
The customer received questionable results for human chorionic gonadotropin, short turn around time (hcg stat) on one patient sample. The original sample was drawn in the "ER" at 11:05 and was received in the laboratory at 11:16. The initial result was 81.8 miu/ml. The initial result was reported outside of the laboratory and was immediately questioned. The "ER" then sent a urine pregnancy, which was negative. A new sample was drawn in the "ER" at 13:37 and was received in the laboratory at 13:57. The initial result was < 0.5 miu/ml. The customer then repeated the sample from 11:05 on another instrument and generated a repeat result of < 0.5 miu/ml at 14:37. The customer deemed the result from the other instrument to be the correct result and intended to issue a corrected report for the 11:05 sample draw. The customer confirmed with the "ER" that the patient was not treated; however, they had ultrasound on standby, and collected the urine pregnancy test. A "gc" wet prep was ordered, but was not collected. The lot number for the hcg stat reagent in use was 17326901, with an expiration date of 10/31/2014. The field service representative could not find a cause. He recalibrated and adjusted the high voltage due to a slight shift in values. He did performance testing, ran calibration and qc; which all passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.